Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, thalassaemia beta, vitamin d deficiency, dizziness, nausea and asherman's syndrome. Concomitant products included nsaids since (B)(6) 2013 for migraine as well as ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines/ migraines / headaches"), depression ("psych injury/psychological or psychiatric problems conditions: depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (acetaminophen), sumatriptan and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain and migraine had resolved, the vaginal haemorrhage, depression and anxiety was resolving and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: concerning the injuries reported in this case, the following ones were described in patient¿s medical records dysmenorrhea, anxiety, migraine, menorrhagia discrepancy noted: previously it was reported that "the essure device was successfully occluded" now plaintiff claims that " did you undergo an essure confirmation test" discrepancy noted in insertion date: (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pathology test - on (B)(6) 2016: mild chronic endocervicitis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records dysmenorrhea, anxiety, migraine, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-may-2020: pfs received: outcome of events: depression, anxiety, vaginal hemorrhage were updated as recovering. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, thalassaemia beta, vitamin d deficiency, dizziness, nausea and asherman's syndrome. Concomitant products included nsaids since (B)(6) 2013 for migraine as well as ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines/ migraines / headaches"), depression ("psych injury/psychological or psychiatric problems conditions: depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (acetaminophen), sumatriptan and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain and migraine had resolved and the vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: concerning the injuries reported in this case, the following ones were described in patient¿s medical records dysmenorrhea, anxiety, migraine, menorrhagia discrepancy noted: previously it was reported that "the essure device was successfully occluded" now plaintiff claims that " did you undergo an essure confirmation test" discrepancy noted in insertion date: on (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pathology test - on (B)(6) 2016: diagnosis: uterus, cervix, bilateral fallopian tubes, vaginal hysterectomy and bilateral salpingectomy: cervix- mild chronic endocervicitis, endometrium- proliferative, myometrium- unremarkable, fallopian tubes ¿ unremarkable. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records dysmenorrhea, anxiety, migraine, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs and medical records received : reporter information was updated. New events " abnormal bleeding (vaginal), psychological or psychiatric problems, condition: depression and mental anguish, migraines / headaches, dysmenorrhea cramping)" were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), migraine ("migraines") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst (full), salping (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and migraine had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 04-sep-2019: pfs received: following events were added - abdominal pain, menorrhagia, gen. Abnorm. Bleed, migraines, psych injury. Outcome of the event pelvic pain was changed from unknown to recovered / resolved. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.